Manufacturer narrative:
The device was in use for treatment. The lead was capped and will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. Attempts to obtain additional information were unsuccessful. No subsequent device or clinical adverse events have been reported. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The event will be re-evaluated if additional information becomes available.

Event description:
The customer reported that this ventricular lead was capped (taken out of service) because it was not working properly. Additional information indicates the lead may be fractured. The lead was actively implanted for approximately 8 years, 10 months.